Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm rep met with the pt and confirmed the issue. The pt indicated she had been unable to communicate with or charge her ipg for a year. The pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.